Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as the obtryx sling system was implanted in the pt, and the trocar was discarded subsequent to the event; therefore, a failure analysis is not available. A review of the specific device history record could not be performed as the lot number of the device is unk. We are not able at this time to determine the relationship between this device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
The complainant reported that the clinicians were performing a therapeutic implant of an obtryx sling system in a female pt. It was reported that during the procedure, as the physician was passing the trocar on the pt's left side a "button hole" (perforation) was made in the anterior wall of the vagina. The doctor placed one suture at the injury, then pulled the trocar out and repassed it. The procedure was completed without further complications. The complainant reported that there were no additional adverse effects to the pt as a result of this reported problem.